Event description:
It was reported that the abutment screw fractured during placement.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) ilpac4330, (certain low profile 30 abutment 4.1mm(d) x 3mm(h)) and one (1) lpctsh (low profile abutment titanium retaining screw) for evaluation. Visual evaluation was performed, a fragment of screw was identified on top of the abutment. This complaint refers to the ilpac4330 device history record (DHR) review was completed for the subject lot number 2022110154. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022110154 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : screw. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the torque applied during placement/ seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The retention screw was fractured inside the abutment. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) ilpac4330, (certain low profile 30 abutment 4.1mm(d) x 3mm(h)) and one (1) lpctsh (low profile abutment titanium retaining screw) for evaluation. Visual evaluation was performed, a fragment of screw was identified on top of the abutment. This complaint refers to the ilpac4330 device history record (DHR) review was completed for the subject lot number 2022110154. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022110154 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : screw based on the investigation and risk management file review, the most likely root cause determined from the investigation was the torque applied during placement/ seating exceeds recommended value. Therefore, based on the available information, the abutment screw for the ilpac4330 was not fractured. However, a device malfunction did occur for lpctsh. The retention screw was fractured inside the abutment. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
A fragment of an unknown screw was identified on top of the abutment.